Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within plastic bio- pouch; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheathed. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. However, the root cause could not be determined. Possible causes include patient vessel tortuosity, braid damaged, braid deployed in vessel bend. It was noted that the patient's vessel tortuosity was moderate and the pipeline was not placed in a vessel bend. Which eliminate these factors out as potential causes. There is no complaint against the phenom 27 catheter. No damage was found with phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. There was no product issue with the phenom 27 catheter.

Event description:
Medtronic received a report that the distal section of the pipeline flex stent failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured supraclinoid internal carotid artery (ica) aneurysm. It had a max diameter of 3 mm and a 4 mm neck diameter. The landing zone was 3 mm distally and 4.8 mm proximally. The access vessel was the right ica with a diameter of 4 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered at a platelet reactivity units (pru) level of 180. The angiographic result post procedure showed that everything went well. It was reported that the physician parked the phenom 27 catheter in middle cerebral artery (mca) and took the pipeline flex stent. The physician started deploying the stent. However, the distal section of the pipeline would not open. The physician retrieved the pipeline and completed the case with another device. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline was removed from the patient and resheathed less than or equal to two times. It was resheathed and removed with the microcatheter. There were no additional steps or other devices required to open the pipeline. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The phenom 27 catheter and any accessories were prepared as indicated in the instructions for use IFU. The catheter was flushed as indicated in the IFU. There is no alleged product issue with the phenom 27 catheter. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.